Event description:
It was reported via french vigilance that a patient died with the following event description: "repeat of infractus on occlussion of the circumflexartery complicated of to the shock cardio".

Manufacturer narrative:
The complainant indicated that the device will not be returned or evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. However, boston scientific is attempting to obtain additional information and if additional information becomes available a suplemental medwatch report will be filed.